Event description:
Customer reportedly received results of 361 mg/dl and 172 mg/dl on the aviva system within 10 minutes. No adverse event reported. Requested return of suspect device and sent replacement.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. S